Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens rotated. The surgeon performed a lens rotation procedure two weeks following the initial iol implant procedure. Following the lens rotation procedure, the lens rotated again, therefore the surgeon exchanged the lens for another iol two weeks later. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).